Manufacturer narrative:
(B)(4). (B)(6). Method: the complaint chamber was visually inspected for damage. Results: the waterbag spike was completely separated from the feedset tubing. Inspection revealed that glue had been applied to the tubing properly and provided full coverage around the tube. No glue was found inside of the waterbag spike. A lot check revealed no other complaints of this nature for lot number 100621. Conclusion: visual inspection of the water feedset tubing showed that a sufficient amount of glue had been applied to the tubing. We were unable to determine what caused the waterbag spike to separate. All chambers are pressure tested during production to check for the presence of leaks. The complaint chamber would have failed pressure testing if the waterbag spike was not properly attached at the time of testing. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the water feedtube separated from the waterbag spike of an mr290 autofill humidification chamber after one day of use. No patient consequence was reported.